Event description:
It was reported that valve thrombosis occurred. A 25mm lotus edge valve was implanted. In (B)(6) 2020, (134 days post implantation), valve thrombosis was discovered. Hospitalization and medical intervention were performed. No further patient complications were reported.

Event description:
It was reported that valve thrombosis occurred. A 25mm lotus edge valve was implanted. In (B)(6) 2020, (134 days post implantation), valve thrombosis was discovered. Hospitalization and medical intervention were performed. No further patient complications were reported. It was further reported that a sentinel embolic protection system was used during the procedure. The previously reported valve thrombosis was treated with long acting oral anticoagulant marcoumar.

Manufacturer narrative:
A2 patient age- born in 1941.